Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness and their device "pushes too much air and wakes up with mouth too dry and cannot breathe because of how much air is being pushed through." In addition, the patient mentions they have "replaced coil/hose numerous times. Device has been defective since received approx 3-4 years ago." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation or soreness and their device "pushes too much air and wakes up with mouth too dry and cannot breathe because of how much air is being pushed through." In addition, the patient mentions they have "replaced coil/hose numerous times. Device has been defective since received approx 3-4 years ago." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, section b1 was selected as a product problem. After further review, this report is now being filed as both an adverse event and product problem.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. Box b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Box b2 was corrected to blank. (Previously, it was other.) Box h1 was changed from serious injury to malfunction. Box h6 health effects: clinical codes and health effects - impact code was corrected.